Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure a piece of plastic was allegedly hanging at the distal end of the pta balloon upon removal from the patient. Another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure a piece of plastic was allegedly hanging at the distal end of the pta balloon upon removal from the patient. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the outer pebax coating to be peeled back from the balloon at both the distal and proximal ends of the balloon. Based on the visual inspection, the investigation is confirmed for peeled pebax. However, based on the peeled pebax, it is likely that the reported plastic hanging at the distal end of the balloon was the identified peeled pebax. Therefore, as the device was returned opened, and previously used in the patient, and based on the confirmed peeled pebax, the investigation is unconfirmed for foreign material (plastic hanging from the distal end of the device). Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.